Event description:
On (B)(6) 2013 patient reported he faced a leak at the infusion site yesterday. Patient stated due to that leak he faced an elevated blood glucose reading of 485 mg/dl. Patient's target blood glucose is 120 mg/dl. Patient reported he changed the infusion headset and bolused and then his blood glucose level came down into target range. Patient required no outside medical assistance. Patient reported using an insertion assist device for inserting the infusion set. Patient stated he thinks the leak was at his infusion site and that the infusion set needle is too long for him. Patient reported he did hear an audible click upon attaching the infusion set tubing to the headset. Patient discarded the alleged infusion set. Patient stated he thinks it is more of an absorption concern, other than the needle being too long for his body composition. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. As the product has not been returned for investigation and the lot is not available, the complaint could not be replicated. Device was not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.